Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, "the cautery wire of the autotome rx 39 was partially detached from the device." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g3: medwatch number is 2600320000-2023-8060. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.